Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power plate were ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to connect. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.